Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead was dislocated. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, loss of capture, and loss of sensing were not confirmed. As received, a complete lead was returned in one piece. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.